Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient has not urinated in the first 24 hours. She did urinate after 8 am this morning, with the volume being large. Patient stated the lack of urination must be from the anesthesia. The patient reported she had gas in her belly. The patient indicator for use were urge incontinence and urgency frequency. No further complications were reported/anticipated.